Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and device information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective stimulation and a zapping sensation. Surgical intervention took place wherein the system was explanted to address the issue. Date of explant is unknown.